Manufacturer narrative:
The lead was returned with reported event of impedance over 4000ohms at attempted implant. As received, a complete lead was returned without the associated connector sleeve. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector was able to be fully inserted into the test ICD device, but failed the insertion testing into the test is4 connector sleeve. Dimension analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field events.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. During the implant procedure, the left ventricular lead had a high pacing impedance. The lead was replaced. The patient was in stable condition.